Event description:
Customer reportedly obtained results of 40 mg/dl and 280 mg/dl on the compact plus system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system, however, caller states strips are unavailable for return. No strip information provided. No information provided for where comparison performed.